Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the group impedance at 1.45v and 2.7v was <(><<)>50ohms. Running impedances at .7v everything was >10000 or in the 9000. No falls or traumas were reported that could be related to the issue. The event was not reported to be related to positional movement. The representative reported that the incidence occurred once. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.